Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood on the shaft and in the inflation lumen, balloon and guide wire lumen. There was contrast on the shaft and in the inflation lumen and loosely folded balloon. This is consistent with the reported info that the device was inserted into the pt anatomy, inflated and a leak/rupture occurred within the body. The inflation device used during the procedure was not returned. However, a new indeflator was used in an attempt to pressurize the balloon but the balloon could not be inflated due to thick contrast in the inflation lumen. The balloon catheter was left pressurized overnight in an attempt to dissolve the contrast. After the contrast dissolved, a pinhole was noted in the balloon over the proximal marker along the crease of a balloon fold. The noted pinhole was likely interpreted by the account as a leak and what was intended to be reported. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interaction with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, insufficient preparation prior to use and/or physician technique. Analysis of the returned product did not note any scratches on the balloon materials. Scanning electron microscopy (sem) revealed that the balloon failure may be attributed to mechanical damage in a fold. In this case, it is possible that the noted pinhole on the balloon fold crease occurred during mfg as the balloon failure was located on the inner surface of a fold, which would not be exposed to interactions with the accessory devices/lesion/anatomy during device placement and would likely not be noted during preparation for use. Although a definitive cause for the pinhole cannot be determined, mfg will be notified of this incident for further investigation. Product performance engineering will monitor the experience circumstances. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.

Event description:
Device issue: balloon rupture. Device issue: during the procedure. Adverse event: none. It was reported that the voyager balloon catheter did not hold pressure, because of a leak. Reportedly, there were no pt effects. No add'l event or pt info is available. This event is being filed based on the analysis of the returned device which revealed a balloon rupture.